Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) case description: investigation result: suspect: novopen 3, batch number - unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following inv was updated. Imrdf b, c, d and g codes were added. Relevant fields updated in EU/ca tab. Case narrative updated accordingly. Final manufacturer's comment: (B)(6) 2024: the suspected device novopen 3 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 3. Patient's underlying medical condition of type 2 diabetes mellitus is a risk factor for the development of hyperglycaemia. H3 continued: evaluation summary: suspect:novopen 3, batch number - unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported. Product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The blood glucose after supper was 29 (mmol/l) [blood glucose increased]. Novopen 3 had a malfunction. [Device malfunction]. Improper handling [wrong technique in product usage process]. The medication bottle was cracked [product physical issue] case description: this serious spontaneous case from china was reported by a consumer as "the blood glucose after supper was 29 (mmol/l)(blood glucose increased)" beginning on 28-nov-2023, "novopen 3 had a malfunction.(device malfunction)" beginning on 28-nov-2023, "improper handling(wrong technique in product usage process)" beginning on 28-nov-2023, " the medication bottle was cracked(cracked product)" beginning on 28-nov-2023, and concerned a (age not reported) female patient who was treated with novopen 3 (insulin delivery device) from (B)(6) 2013 for "type 2 diabetes mellitus", novolin 30r penfill (insulin human, insulin isophane) (dose, frequency & route used- 29 iu, bid(15 u in the morning and 14 u in the evening)) from unknown start date for "type 2 diabetes mellitus". Patient's height: 156 cm . Patient's weight: 50 kg . Patient's bmi: 20.54569360. Dosage regimens: novopen 3: (B)(6) 2013 to not reported; novolin 30r penfill: current condition: type 2 diabetes mellitus (for 20 years). Concomitant products included - glucobay(acarbose) . On (B)(6) 2013, novopen 3 was started and was used for more than 10 years. On 28-nov-2023, it was reported that due to improper handling, the medication bottle was cracked. The blood glucose(blood glucose) after supper was 29 (mmol/l). The patient's relative suspected that the novopen 3 had a malfunction. The patient's relative reported that the blood glucose levels were normal. Batch numbers: novopen 3: requested; novolin 30r penfill: requested. Action taken to novopen 3 was not reported. Action taken to novolin 30r penfill was not reported. The outcome for the event "the blood glucose after supper was 29 (mmol/l)(blood glucose increased)" was recovered. The outcome for the event "novopen 3 had a malfunction.(device malfunction)" was not reported. The outcome for the event "improper handling(wrong technique in product usage process)" was not reported. The outcome for the evzent " the medication bottle was cracked(cracked product)" was not reported. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it was not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples.